Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low sodium (na) results for four pt samples. The erroneous results were reported out of the lab. It is unk if there were changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the ion selective electrode (ise) system is calibrated and a quality control (qc) is run every 8 hrs. The qc results have consistently been within the lab's established ranges. The customer completed the twice-weekly flow cell maintenance procedure, then calibrated the ise system. The qc results were within the lab's established ranges. About an hr after the calibration, the operator noticed that there were a high number of low na results. Another qc was run and the na results were found to be low. The ise system was again recalibrated and qc results were within range. Normal operation continued with no further problems. Pt samples were repeated and amended reports were issued. This is 3 of 4 medwatch reports filed for this event for pt 3 of 4 pts.

Manufacturer narrative:
The customer evaluated the system while on the telephone with bci customer service. Customer service gave the customer suggestions to improve ise performance after the twice weekly flow cell maintenance procedure is completed. This MDR represents event 3 of 4 reported by this customer. This reportable event was identified during a retrospective review of complaints between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.